Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient complained about the recharge frequency and had difficulty charging the ins. The ins was replaced on (B)(6) 2018. It was reported that there were impedances of over 4000 ohms on several electrodes, both with the old battery and the new battery. These contacts were unusable and were included in a couple of the patient¿s current programs. The healthcare provider (hcp) decided to leave the lead in and see what kind of coverage can be obtained with it at the follow-up appointment. Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported that the doctor wanted to follow up with the patient to check impedances and decide if a lead revision is necessary. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2018. The physician wanted to see how the patient would do with the new battery. An impedance check was performed at the follow-up appointment on (B)(6) 2018 to see how the lead worked and impedances were out of range (all impedances were measuring 40,000 ohms), there was a loss of therapy, and frequent charging. They were not able to get paresthesia using any electrode combination. A lead revision was performed on (B)(6) 2018 to resolve the issue. There were no further complications reported or anticipated. Refer to manufacturer report #3004209178-2018-18300.